Event description:
It was reported the customer was hospitalized with high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 511 mg/dl. Customer stated their blood glucose would not decline prior to being hospitalized. It was found the customer had attempted to correct their blood glucose with a bolus and an insulin pen. The customer was treated with 20 units of insulin injection and fluids at the hospital. It was also found the customer had a bent cannula and their batteries were only lasting for a few days. The customer also stated their buttons had intermittent response. Customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit received with high idle current due to faulty battery tube. Unit passed self test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with intermittent buttons due to collapse/flattened express button, esc and act dome switches (no creased). No cosmetic damage noted. (B)(4).